Event description:
It was reported that early sensor expiration occurred. The sensor was inserted into the abdomen on (B)(4)) 2022. Data was evaluated and the allegation was not confirmed. The probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).